Event description:
It was reported that the caller encountered a cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer was guided through a pump reset process by technical support, successfully resolving the issue without the error reoccurring, allowing the customer to start their sensor session.